Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and microscopic inspection: the guidewire tip was shaped. The guidewire was broken at the distal end. The core wire was broken and had been pulled out of the nitinol tubing distal bond joint. The corewire distal end was observed through the distal tip dome. The guidewire hydrophilic coating was examined along its length and the coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and peeling was evident at the proximal end. Functional inspection: a functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, the guidewire tip was j shaped, continuous flush was set up and maintained throughout the clinical procedure. After using the guidewire to place the microcatheter, the operator was trying to withdraw the guidewire but the guidewire tip fractured at the distal end of the microcatheter. The guidewire tip remained in the tip of the microcatheter. All fractured parts of the guidewire were completely withdrawn from the patient¿s anatomy. The same microcatheter was used to finish the procedure. The patient¿s anatomy was tortuous and may have contributed to the difficulties encountered during the usage of the device. Analysis of the returned device found the guidewire was broken at the distal end. The core wire was broken and had been pulled out of the nitinol tubing distal bond joint. It is probable that the device kinked and the guidewire was fractured during manipulation of the device inside the patient¿s tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The proximal end of the returned device found the ptfe coating was peeled/scraped off in several places on the proximal end. In the case of this complaint this section of the guidewire was being advanced when the physician noted the friction and issue with the coating. It is most likely the the ptfe coating was damaged due to the torque device being insecurely fastened causing it to drag down the wire during use however this cannot be confirmed as the torque device was not returned. Based on the review and analysis of the available information, the cause of these anomalies cannot be determined. Therefore a cause of undeterminable has been assigned to the as reported and analyzed guidewire difficult to advance in addition to the as analyzed guidewire ptfe coating peeling.

Event description:
It was reported that during the procedure of acoma (anterior communicating artery) aneurysm embolization, guidewire (subject device) was used to deliver the microcatheter to desire vascular location with tortuosity. While withdrawal of guidewire, the tip of the guidewire was fractured in microcatheter and tip didn't come out together with the delivery wire. As under the dsa (digital subtraction angiography) the fractured tip could be seen 3cm from tip the microcatheter, the physician withdrew the microcatheter slowly outside patient's body and used the left of the guidewire to push the fractured tip out of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of acoma (anterior communicating artery) aneurysm embolization, guidewire (subject device) was used to deliver the microcatheter to desire vascular location with tortuosity. While withdrawal of guidewire, the tip of the guidewire was fractured in microcatheter and tip didn't come out together with the delivery wire. As under the dsa (digital subtraction angiography) the fractured tip could be seen 3cm from tip the microcatheter, the physician withdrew the microcatheter slowly outside patient's body and used the left of the guidewire to push the fractured tip out of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.